Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (ob super non-applicator 20s). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous foreign report was received on (B)(6) 2012 from a female consumer (age unspecified) reporting on self from (B)(6). No medical history or concomitant medications were reported. On an unspecified date, the consumer started using ob tampons super 40s for menstruation (route-vaginal, frequency unspecified, lot number 0891m2026 and expiration date unspecified). After an unspecified duration, the consumer reported that the string keeps falling out of the tampon (not secure) and she has to fish out the tampon. This report had no adverse event and the action taken with the product was unknown. As the sample was not returned to the manufacturer, the alleged defect could not be evaluated. However, a batch record review, visual inspection of retain sample and lot trend analysis were conducted and no non-conformance were identified so no assignable cause can be identified. A CAPA related to cut strings is in effectiveness verification stage, but this lot was manufactured before the implementation of the actions identified in CAPA. This report was considered as a reportable malfunction case.